Event description:
Lift actuator snapped during use.

Manufacturer narrative:
The lift was identified to be manufactured in 2001 based on the serial number. According the manufacturer recommendation, the actuators must be replaced every 4 years. The actuator on this lift was the original part which is no longer available since 2004. Root cause: the lift was not maintained per manufacturer recommendations. Corrective action: the lift was removed from service.

Manufacturer narrative:
A patient was injured from a fall after the medcare lift actuator shaft snapped off at the base. No further details or information was provided from the user facility on the patient injury. From the serial number it was determined the lift was manufactured in 2001 and the lift was put to use for 19 years. Although, the medcare operation manual states the actuators to be replaced after 4 yrs of use. The pictures of the lift show the original parts was still in use.

Event description:
Lift actuator snapped during use.